Event description:
It was reported the PICC tubing was herniated near the hub. The PICC was removed and not replaced. No harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed a balloon section on the catheter body just distal to the juncture hub. The catheter extrusion at the rupture was kinked. The ballooned section of the catheter body measured approximately 5 mm from the juncture hub. The catheter body length from the juncture hub to the distal end measured 19.875", which is within specification of 19.5-20" per product drawing. The catheter body outer diameter measured 0.0705", which is within the specification limits of .066"-.071" per product drawing. A lab inventory syringe was used to flush water through both extension lines per IFU which states, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." All three extensions lines flushed as expected, no blockage was observed. The instructions for use (IFU) provided with this kit warns the user to "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." The IFU also instructs the user, "the maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection." The report that the catheter body was bulging was confirmed through complaint investigation. The returned catheter body was kinked and stretched. Microscopic examination confirmed the damages. Based on the sample received, unintentional user error caused or attributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the PICC tubing was herniated near the hub. The PICC was removed and not replaced. No harm to the patient.